Manufacturer narrative:
This report is associated with argus (B)(4), new poligrip. New poligrip is marketed as super poligrip cream in the us.

Event description:
Pneumonia aspiration. Dysphagia [swallowing difficult]. Case description: this case was reported by a non-health professional via call center representative and described the occurrence of pneumonia aspiration in a (B)(6) male patient who received gsk denture adhesive (formulation unknown) (new poligrip) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip. On an unknown date, unknown after starting new poligrip, the patient experienced pneumonia aspiration (serious criteria gsk medically significant), swallowing difficult and product quality issue. On an unknown date, the outcome of the pneumonia aspiration was recovered/resolved and the outcome of the swallowing difficult and product quality issue were unknown. It was unknown if the reporter considered the pneumonia aspiration and swallowing difficult to be related to new poligrip. [Clinical course]: the patient (B)(6) was using new poligrip. After removing the denture, he found lots of fixative remaining in the mouth and on his denture, which were hard to be cleaned. The other day he developed aspiration pneumonia probably due to his weakening aspiration ability.